Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted out during manual prime process. The customer¿s blood glucose was unknown. Troubleshooting was provided. Customer stated that the insulin continued to drip after motor stops during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they were stuck in rewound process. Customer was advised to hold down act button until they receive second series of beeps and numbers appear on the display. Customer stated that they did not receive second series of beeps nor did numbers were appeared on the screen. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08725 inches. The pump primed properly and no unexpected drive/motor or prime anomalies noted during testing. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).